Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient reported that the ipg appeared to be heating up and has shifted closer to the skin surface. Ipg data base analysis revealed no anomalies and the internal temperatures were within an expected range. The device appeared to be working as expected. The patient underwent a revision procedure wherein the ipg was replaced per physician's preference. The patient was doing well postoperatively.